Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the needle has pulled off when making knots (when pulling on it) this incident occurred on 3 different threads, all 3 threads from the same lot number. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: procedure name and date? Were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2022-05557, 2210968-2022-05558.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/24/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: procedure name and date? Were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome? - date of the procedure: (B)(6) 2022. - x-rays were not taken to locate them, these were removed during the operation, which resulted in a loss of time. - yes, the procedure was successful. - the needle loosened when making knots, on 3 different threads but from the same batch: rjmbxc.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 08/08/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. No device will be returned for this case. If further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name and date? Were x-rays performed to localize the needle? Was the needle removed from the patient? Was the procedure completed successfully? Was there any adverse patient outcome?